Event description:
The customer reported being hospitalize due to diabetes ketoacidosis. The blood glucose reading at time of call was 136 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump had a blank display. Advised the customer to remove the battery for ten minutes and let the device rest. The customer stated that she feels her diabetes ketoacidosis was due to other health issues. The customer will call her dr to check all the settings in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.